Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the surgeon verified the planning on the fused images and he found a deviation between the MRI and the CT. Finally, the surgeon and the field service engineer decided to import the MRI again and did a new fusion between MRI and CT. After the new fusion, the accuracy was good and the case afterwards was done without any problems.

Manufacturer narrative:
A review of the user manual was performed. It was noted that there is an instruction in the IFU specifying that merged images and planned elements should be systematically verified at the end of the planning phase. During the event under investigation, the user detected an error in the fusion and decided to re-do it. Therefore the user followed the recommendations of the IFU. The images that were used by the surgeon during the event under investigation were retrieved for analysis. These images were used to recreate the event. During the recreation of the event, the fusion was performed successfully. During the event under investigation, it was decided to import the MRI again and to do a new fusion between the MRI and the CT as the surgeon thought deleting the CT would cause the software to crash. The images that were used by the surgeon during the event under investigation were retrieved for analysis. These images were used to recreate the event: the CT was deleted without any crash of the system. According to the investigation results, the reported failure could not be confirmed.